Event description:
On may 13, 2008 the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 does not turn on. The complaint was classified based on the customer care advocate (cca) documentation because the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The patient said the product issue first occurred on the day before at 10:00 pm. The patient denied taking diabetes treatment action because of the issue. The patient was not tested with another device. The cca noted the patient was shaky after the issue occurred; however, the patient denied receiving medical intervention. The cca noted that the reported meter did not turn on when the power button was pressed or when a test strip was inserted all the way into the test strip port. The cca also noted the patient had not replaced the meter battery per the owner's manual. The cca walked the patient through replacing the meter battery and the meter turned on. The patient's products were replaced. The complaint is reported because the patient alleges she was shaky, a typical symptom of hypoglycemia, after the lfs product did not turn on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.